Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the beginning of 2022 the user was skating and hit her head but the auditory performance with the device was still satisfactory at this time. In early (B)(6) 2022 the user then reported that she could no longer hear from the device.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, in situ measurements prior to the head trauma suffered in early 2022, show channels involved in short circuits due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
At the beginning of 2022 the user was skating and hit her head but the auditory performance with the device was still satisfactory at this time. In early august 2022 the user then reported that she suddenly could no longer hear with the device. There was no redness or swelling at the implant site observed. Re-implantation is planned but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At the beginning of 2022 the user was skating and hit her head but the auditory performance with the device was still satisfactory at this time. In early (B)(6) 2022, the user then reported that she suddenly could no longer hear with the device. The user has been re-implanted.

Event description:
At the beginning of 2022 the user was skating and hit her head but the auditory performance with the device was still satisfactory at this time. In early (B)(6) 2022, the user then reported that she suddenly could no longer hear with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, in situ measurements prior to the head trauma suffered in early 2022, showed channels involved in short circuits due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.